Event description:
The high pressure tubing (hpt) broke at the connection between the tubing and the catheter during a power injection. This event caused contrast to be sprayed. No patient or physician harm or injury occurred as a result of this event.